Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out multiple times to the customer with no reply. Case was closed due to no callback from customer. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This complaint was erroneously reported under MFR report # 9610816-2025-001000. The subsequent investigation and follow up reports will be addressed in this report. E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the cable speaker was severed. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.